Event description:
It was reported that during a low anterior resection procedure the distal side of reload staples did not form properly and resulted in a leak. The surgeon has to suture to close the open site. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. It was determined that the returned instrument was used beyond the product expiry date. Instruments are designed, tested and validated for a predetermined product life. Sterility or functionality is not guaranteed beyond the expiration date. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.